Manufacturer narrative:
The field service engineer (fse) checked and verified various parts of the instrument; instrument tests were acceptable. The fse did not identify a cause for the event. The customer stated qc was acceptable. No qc data was provided. Although no cause was found, instrument performance was verified and the issue appears to be resolved. The investigation did not identify a product problem.

Event description:
The initial reporter questioned results for multiple patient samples tested for ise indirect cl for gen.2 and gluc3 on a cobas 6000 c (501) module. The following is an example of discrepant results provided for 2 patient samples. Patient 1 initial gluc3 result was 58 mg/dl. The sample was repeated twice with results of 82 mg/dl. Patient 2 initial cl result was 85 mmol/l. The sample was repeated twice with results of 100 mmol/l. The initial results for both patients were reported outside of the laboratory. The repeat results were believed to be correct. After the initial point of contact, additional discrepant results were provided. The initial gluc3 result was 7 mg/dl. The sample was repeated twice with results of 274 mg/dl. The initial cl result was 96 mmol/l. The sample was repeated twice with results of 108 mg/dl. These results were not reported outside of the laboratory. It is not clear if the additional results are for 1 patient sample or 2 patient samples. The cl electrode lot number was i77 with an expiration date of 31-may-2022. The gluc3 reagent lot number was 54422401 with an expiration date of 30-jun-2022.